Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. Caller left wall adapter plugged into working outlet for at least 30 minutes using original charging supplies, pump began charging normally, and no further assistance was required.